Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the staples did not form properly. The surgeon applied another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
12/9/1998- supplemental report #1 sent to FDA. Device not received for evaluation.